Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. There was pacing inhibition observed however, none greater than 2 seconds. It was noted that the rv pace impedance measurements had started to get erratic. The rv lead were explanted and replaced. The new rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 208 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. There was pacing inhibition observed however, none greater than 2 seconds. It was noted that the rv pace impedance measurements had started to get erratic. The rv lead were explanted and replaced. The new rv lead remain in service. No additional adverse patient effects were reported.